Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, guiding the caller through the process, which resolved the issue and allowed the caller to successfully start their sensor session.